Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor now message occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration. In addition, signal loss over one hour was found. The probable cause of the signal loss was determined to be the transmitter timer not advancing. The reported event of a replace sensor now message is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.